Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, patient received panitumumab without any issues but after starting the chemotherapy agent irinotecan, patient's PICC line dressing soaked up and then infusion pump started to alarm. Chemotherapy had extravasated due to fracture in PICC line internally. We have changed to a different type of PICC line. PICC in situ for 1 month and 26 days. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, patient received panitumumab without any issues but after starting the chemotherapy agent irinotecan, patient's PICC line dressing soaked up and then infusion pump started to alarm. Chemotherapy had extravasated due to fracture in PICC line internally. We have changed to a different type of PICC line. No further information was provided.